Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was not impacted. Reportedly, during troubleshooting, a pump reset was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.